Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose was 478 mg/dl at the time of admission. The customer experienced high ketones and vomiting due to her high blood glucose. The customer had also treated herself with 15 units of insulin twice. The customer did not recall any significant events leading to the hospitalization. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. It was stated that the customer would call back in order to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.